Manufacturer narrative:
Follow-up #1: date of submission 12/24/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots. The battery compartment was cracked. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was unable to secure onto the pump. The pump powered on, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.